Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: top case is cracked by tube holder. All hinges on bottom case are cracked. Plunger head is cracked by all screws. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: replaced motor assembly including stepper motor, lead screw and clutch halves. Additional repairs included: replaced cracked left and right plunger case, worn plunger cable, cracked top case and bottom case, upgraded power receptacle, worn worm coupling and gear, motor and motor bracket, added delrin washer and cable guard, worn leadscrew, right and left clutch and clutch spring, worn square shaft, main board. Cleaned, greased and recalibrated. Device functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.